Event description:
In 2009, customer requested facility field support for assistance following a peloris-aborted run the same day. Three days later, facility was further informed by customer that 4 bmts and 1 prostate biopsy (12 blocks) were destroyed on 8 march and patients had to be re-biopsied.

Manufacturer narrative:
Following investigation of the instrument setup including protocols, reagent management and process logs, it was concluded that the poorly processed material was caused by user not following instructions in user manual and/or inadequate initial training on the change of reagents.